Event description:
It was reported to philips healthcare that after reinstalling the power supply, the heartstart xl displayed an ECG fault error message with failure to acquire 3 and 5 lead monitoring electrodes or via pads/paddles. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.